Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited backup mode with high voltage (hv) therapies disabled. Programming changes were performed to resolve the issue. There were no patient consequences.